Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008: patient who had chronic lower back pain got admitted into hospital, with pre-operative diagnosis: recurrent herniated lumbar disc, right l4-l5, and lumbar instability. Patient underwent the following procedures: l4-l5 arthrodesis; posterior nonsegmental instrumentation, pedicle fixation on the right at the l4-l5, 6.5 x 45 mm screws; transpedicular, transfacet decompression on the right side of the l4-l5 using minimally invasive technique for decompression on the right side of the l4-l5in excess of that required for posterior interbody fusion; arthrodesis of l4-l5 using posterior interbody technique, transforaminal approach with rhbmp-2 and bone graft; application of interbody mechanical device, peek, 12x9x26 mm, packed with bmp and bone graft, l4-l5; use of operating microscope. Per op-notes, ¿we placed a, 12x9x26 mm graft packed with bmp and inserted in the l4-l5 level under direct vision.¿ no intra-operative complications were reported. On (B)(6) 2009: patient got discharged from the hospital. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.